Manufacturer narrative:
Investigation under (B)(4) is on going. (B)(4). Results: visual inspection of the lens showed surgical residue and one haptic was torn.

Event description:
The surgeon attempted to implant a silicone lens model aq2017v and was damaged. The lens was not implanted and there was no patient contact. It is unknown if there was a product malfunction.